Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the sensor was not properly communicating. The customer was advised to check for a bent, damaged, or retracted sensor and it was found there was no cannula. Customer's blood glucose was not known. The sensor will not be returned for analysis.